Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received high sensor scan results of 100 mg/dl compared to unspecified readings obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported feeling unwell and self-treated with yogurt, soda, eliquis and insulin (type/dose unspecified). There was no report of death or permanent impairment associated with this event. A sensor result of 350 mg/dl was compared to a competitor brand meter reading of 129 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.